Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional information: event site postal code: (B)(6) a getinge field service engineer confirmed the batteries faulty. Replacement of batteries. The batteries do not hold a charge. Fse repair completed along with operational tests carried out with positive results. The fault did not cause any damage to operators/patients. The equipment was returned to the customer for clinical use.

Event description:
N/a

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) units battery does not charge. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.